Event description:
A journal article was reviewed that contained information regarding this epicardial defibrillation patch. The article reports a left lateral epicardial patch which exhibited high impedance with possible damage. The lead was reprogrammed. Later, another high shock impedance alarm was triggered which comprised the patches and deice pathway. Both damaged epicardial patches were replaced with an implant of a transvenous defibrillation coil lead in the azygos vein. The status/disposition of the leads is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: azygos vein ICD lead implantation lowers defibrillation threshold in a patient with hypertrophic cardiomyopathy. Cardiogenetics. 2021, 11, 185¿190. Doi: 10.3390/cardiogenetics11040019. If information is provided in the future, a supplemental report will be issued.